Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic cholecystectomy procedure, while the cystic artery ligation, the clip was loaded to the jaw, but the full closure could not be provided at the proximal part. It occurred at the tip of the distal part. Five (5) unit/pieces titanium clips did not close at the proximal part. Another clip was opened with the different lot number and the case was completed. The surgical time was extended for more than 30 minutes due to the product problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.